Manufacturer narrative:
As of today, the medical product has not been returned for analysis, and it was therefore impossible to examine it. The analysis is based on the check of the production documentation of the lead, as well as on the provided date. The manufacturing process of the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper product behavior. The available data showed artifacts both in the right-ventricular channel and in the far-field channel, which led to charging and an inadequate shock delivery. Despite the available information, no conclusions can be drawn regarding the cause of the clinical observations. It would be necessary to analyze the product itself to determine the cause. If additional relevant information or the lead itself should become available, please send these to us also. The incident will then be updated accordingly.

Event description:
It was reported that the lead was capped 90 months after the implantation due to right ventricular oversensing.